Event description:
While deployment of the stent, there was some difficulty. Upon removing the pushing catheter and the guiding catheter, it was noted that a portion of the guiding wire was detached and adhered to the stent and in the tip of the scope. There was a piece of the catheter that was successfully removed from the scope but, a piece still remained adhered to the stent. After removal, the guide wire used to insert the stent was frayed.